Manufacturer narrative:
Failure analysis confirmed that the insulin pump was monitored for 48 hours with multiple basal rate passed self-test, displacement, a21 test and all operating currents were normal. No blank display or damage inside pump noted. All buttons function properly however moisture damage was found on keypad traces. The insulin pump was received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and blank display. The customer stated the numbers on their keypad were not ramping or scrolling. Customer's blood glucose was 68 mg/dl. She stated the keypad is unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.